Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. For evaluation. The manufacturing record of the subject device was reviewed with no irregularity related to the phenomenon. The exact cause of the event could not be concluded at this time. If additional and significant information becomes available, this report will be supplemented.

Event description:
The subject device was returned to olympus repair service center. The repair service center found residue between the bending rubber and insertion tube. There was no report of patient infection associated with this event.